Event description:
A cracked and shattered touchscreen on a pump was reported, rendering it illegible and non-functional for interaction. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump's replacement, confirmed the warranty status, and instructed the customer to return the pump using a pre-paid label within 10 days. The customer was also advised on how to put the pump into storage mode and planned to use multiple daily injections (mdi) as a backup insulin therapy.